Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 7.5; date: (B) (6) 2010, lab: 6.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010. Inratio meter = > 7.5 inr. Reference = 6.4 inr. Mean = 6.95. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Both test results are greater than 5.0 and it is not valid for accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be resulted. There is no sufficient info to determine the root cause. As of 03/02/2010, 4 discrepant results complaint was reported for lot #214550 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time.